Event description:
Physician was doing an eye exam. When moving the phoropter, the near point rod fell down and hit the bridge of her nose and she obtained a laceration. The most recent maintenance was performed on (B)(4) 2013 by our clinical technology dept. The near point rod was properly tight and secure upon inspection today, (B)(4) 2013. Since maintenance was performed on (B)(4) 2013 and it was still tight today, (B)(4) 2013, the near point rod had to have been properly tight on the day of the incident, (B)(4) 2013. It has been a constant issue trying to obtain parts for this device for our scheduled maintenance checks from this manufacturer.